Manufacturer narrative:
It was reported that the cpu board was not working. Supplemental submitted as further investigation determined that this event could not be duplicated by the service technician as the bed was functioning according to specification. The issue was resolved for the customer by verifying that the bed was fully functional and operating within specifications. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur. Therefore, this event is not reportable. It was reported that the fowler weldment was broken. Supplemental submitted as further investigation determined that this event will result in caregiver annoyance. Additionally, it is not likely to harm the patient as the fowler can be raise and lowered electrically and no sharp edges were exposed. No adverse consequence or clinically relevant delay in treatment was reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the cpu board was not working. It was also reported that the fowler weldment was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cpu board was not working. It was also reported that the fowler weldment was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: device being sent back to (B)(6) for repairs.